Manufacturer narrative:
The sample was collected off site in a sst tube. The sample was repeated because the result met the repeat specifications of the lab. The customer could not recall which gestational age the original result and the repeat result were in, but remembered there was a very large difference between the two results. Qc was within the established ranges prior to and after the event. The customer performed a reproducibility study after the event, and the results met the specifications. Bci field service engineer (fse) was on site on (B)(6) 2011 and replaced the precision pump. All verification testing met the specifications. Although hardware issues were addressed, no definitive root cause could be determined for this event.

Event description:
A customer contacted beckman coulter, inc. (Bci) in regards to a higher than expected total beta hcg (tbhcg) result generated on access 2 immunoassay system for one patient. The result did not match the clinical presentation of the patient and was not reported out of the laboratory. Subsequent testing produced a result in a lower clinical category. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.